Event description:
Patient was placed in mayfield pins prior to procedure and secured in usual fashion. Upon pronation of patient, left pin lost hold and lacerated patient's scalp. Patient was removed from mayfield pins and head piece and mayfield and pins were replaced and put back on patient. Laceration was cleaned with sterile water and iodine rinse and closed with 3-0 monocryl by md. The mayfield clamp was reviewed and it appeared that some of the teeth on the clamp had missing points and gouges that may have affected the tension given the reason for the slippage or that the possibility that not enough pressure was placed on the clamp due to patient size.what was the original intended procedure?posteior cervical laminectomy (c3-7) and lateral mass fusion.